Event description:
The hcp reported that while placing a bravo ph monitor the capsule attached to the pt's esophagus but when placement was verified with the endoscope, the capsule had fallen off. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The device was returned coiled up in a small bag with the capsule missing. There was blood on the delivery system and the boot had started to separate. The plunger had been fully depressed and retracted. It appears that the capsule did not deploy from the delivery system properly.